Manufacturer narrative:
Reportedly, a gun was fired in the hospital room and the bullet struck the side rail of the bed.

Event description:
It was reported by service report that a bullet hole was in the foot right siderail, exposing sharp edges. No pt involvement or adverse consequences are reported.